Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement on the right ventricular (rv) lead. Subsequently, the patient was brought back into the lab where the lead tested fine with a pacing system analyzer (psa) thus the physician re-inserted it into the device. Upon re-insertion, no further measurement issues were seen. The physician believes that there was a connection issue that has now been resolved. No additional adverse patient effects were reported.